Event description:
During laparoscopic sleeve gastrectomy case echelon 60mm long stapler misfired. The staple line never formed. This caused bleeding and required the physician to over-sew the entire gastric sleeve staple line. This occurred during the third firing of the stapler.the patient returned to surgery the following day. The op notes indicate a gross leak in the upper gi. In the area of the staple line failure to fire there was discontinuity in the staple line.